Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Later, healthcare professional reported via mammogram "some folds and radial folds", "the implant in the right breast shows echogenic lines and diffuse septations, especially near the edges", and "isolated calcifications." Device remains implanted.